Manufacturer narrative:
(B)(4). The customer has not provided cartridge lot information. Patient information is not available after multiple attempts to obtain information. The customer's install base indicates I-stat ctni cartridges were last shipped to the customer in january 2015. At this time it is unknown as to when or where the product was purchased from and an investigation would be inconclusive.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result on a patient. There was no patient information at the time of this report. (B)(6). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The customer has not provided cartridge lot information. Patient information is not available after multiple attempts to obtain information. The customer's install base indicates I-stat ctni cartridges were last shipped to the customer in january 2015. At this time it is unknown as to when or where the product was purchased from and an investigation would be inconclusive.

Manufacturer narrative:
Apoc incident # (B)(4) the investigation was completed on 09/28/2018. It is recommended that incident (B)(4) be downgraded to a level 1 complaint. Despite multiple attempts to gather additional information, the customer has not disclosed critical information such as the cartridge lot number. Furthermore, as documented in rocketware, the last recorded shipment of I-stat ctni cartridges to the customer was in (B)(6) of 2015. I-stat ctni cartridges received at that time would have expired prior to 2016. Ctni complaint trending data from 2015 to present were reviewed and no excursions related to unexpected results were identified.